Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis was performed which identified a broken striated opening, non-penetrating nicks, and crease folds. Based on the device analysis the final assessment is: a striated opening due to surgical damage consistent with the use of some surgical tool and a striated edge opening due to surgical damage consistent with the use of some surgical tool, and a missing shell assessed as inconclusive. Reason for reoperation is capsular contracture baker grade unknown and rupture. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and rupture. The device has been explanted.